Event description:
The manufacturer received information alleging a "ventilator inoperative" alarm had occurred. The nurse switched the patient to an ambu bag. The manufacturer's sales rep replaced the device. There was no serious harm or injury to the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that they received information alleging a "ventilator inoperative" alarm had occurred. The nurse switched the patient to an ambu bag. The manufacturer's sales rep replaced the device. There was no serious harm or injury to the patient. The device was received and evaluated by the manufacturer. The flow sensor was replaced to address the reported issue.